Event description:
It was reported that the customer's insulin pump had malfunctioning up and down arrow buttons. The customer's blood glucose was 9.5 mmol/l. The customer stated that they would have to press the button a few times for it to work. The customer stated that this would occur four times a week. The customer had already replaced the battery, but the issue persisted. Advised the insulin pump needed to be replaced. Advised a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit received with intermittent button response due to flattened (creased) up buttons dome switches. Unit had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.